Event description:
(B)(4). I got essure placed in (B)(6) 2010. This has been the worst decision of my life. The insertion procedure was horribly painful. One valium pill and 1 shot of ibuprofen didn't help. I was awake and alert during the procedure. It was the worst pain I have ever endured including my 2 natural child births. Three mths later in (B)(6) of 2011 I went for my hsg dye test to confirm placement. This was a horrible pain as well. There was so much pressure I leaked contrast dye into my pelvic venolymphatic system. They cleared me and confirmed me blocked. That was false. My left coil was misplaced and was a grade 3 so it was way to far in the fallopian tube. The right coil is bent in a u. It is also a grade 3 coil but it looks as though it perforated my tube upon insertion. Rules are if it is a grade 3 coil u should not be cleared and use a backup birth control. They said everything looks great and I was cleared. I had alot of tenderness, hives, painful sex, bloating and rashes. Fast forward to (B)(6) of 2015. I started getting severe pains in my sides , back, and abdominal/pelvic area. Several tests later confirmed there was no right coil. It migrated up and out if the perforated tube. I now have to have surgery to remove both coils. The right coil is currently somewhere lodged on my left pelvic area. They contain pet fibers so there is no evidence of what this can do later on wt these fibers touching my organs. This device needs removed. It is damaging our female organs. It fails.